Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) ¿did not deliver¿ (no flow) during a patient infusion; further described as ¿did not deflate¿. The device had been filled with unspecified drug. As a result, ¿the patient did not receive the treatment for that cycle¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.